Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. The dfu for this device, dfu-0147-eo revision 3, gives the following precaution: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23rd june 2025, it was reported by an arthrex employee via email that for 3 units of ar-8925ss, syndesmosis tightrope® xp, stainless steel, the tightropes snapped. This was detected during use in an unspecified procedure on (B)(6) 2025. 25th june 2025: the complaint initiator provided his reply and the updated event description is as follows: on 23rd june 2025, it was reported by an arthrex employee via email that for 2 units of ar-8925ss, syndesmosis tightrope® xp, stainless steel, and 1 unit of ar-8926ss, knotless tightrope® syndesmosis repair implant, stainless steel, the tightropes snapped. This was detected during use in an ankle fracture procedure on (B)(6) 2025. The procedure was completed successfully as a screw was placed.